Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the patient's system was explanted.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000112687.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to place their system into MRI mode. Troubleshooting revealed high impedance on one lead. As a result, surgical intervention may be undertaken in the future. It is unknown which lead has high impedance.